Manufacturer narrative:
An event of hemorrhage during device implant was reported. A more comprehensive assessment of the device could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the received information, the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4614.

Event description:
It was reported that on (B)(6) 2026, a 25mm sjm masters series coated aortic valved graft was chosen for a procedure. After implantation, cardiopulmonary bypass time was longer than usual and serious a bleeding was occurred between the graft and the valve. The activated clotting levels were 200. After anastomosis, cross clamp was off. When the patient was still on cardiopulmonary bypass, act was around 450-550. While doing bleeding control, a leakage was occurred from the root to the distal. For bleeding control, protamine, thrombocyte suspension (ts), tdp ( fresh frozen plasma) were given, they had to put more sutures and bio glue was used. One and two units of blood transfusion was required. The bleeding was brought under control. The physician mentioned the cause of bleeding might be graft parazity. The surgeon thought that bleeding was coming from the valve or perspiration on the graft was too much. Because while aspirating, sealing of the valve became white. The patient was reported stable.

Event description:
It was reported that on (B)(6) 2026, a 25mm sjm masters series coated aortic valved graft was chosen for a procedure. After implantation, cardiopulmonary bypass time was longer than usual and serious a bleeding was occurred between the graft and the valve. The activated clotting levels were 200. After anastomosis, cross clamp was off. When the patient was still on cardiopulmonary bypass, act was around 450-550. While doing bleeding control, a leakage was occurred from the root to the distal. For bleeding control, protamine, thrombocyte suspension (ts), tdp ( fresh frozen plasma) were given, they had to put more sutures and bio glue was used. One and two units of blood transfusion was required. The bleeding was brought under control. The physician mentioned the cause of bleeding might be graft parazity. The surgeon thought that bleeding was coming from the valve or perspiration on the graft was too much. Because while aspirating, sealing of the valve became white. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.